Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that tones were emitted when it comes to this device. High out of range pace impedance measurements were noted on the right ventricular (rv) lead. A connection issue was suspected. The patient will continue to be monitored via remote monitoring. No adverse patient effects were reported.